Manufacturer narrative:
According to the information received, halfway through the case, after about 15 legions, they came on ablation with the varipulse¿ catheter, and the trupulse¿ generator and primary monitor both shut off while using a trupulse-generator. Hardware evaluation details: technical services performed remote evaluation of the device. Work order service report was sent to johnson & johnson medtech for evaluation. No failure was found during the evaluation. Other circumstances may have affected device performance. System is fully operational. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. As part of the quality process, the devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and halfway through the case, after about 15 legions, they came on ablation with the varipulse¿ catheter, and the trupulse¿ generator and primary monitor both shut off. There were no errors displayed. After 4-5 seconds, it rebooted itself, and the monitor came back on with no connection to carto¿ 3 system which displayed an alert message "lost communication to the ablation generator." The trupulse¿ generator and monitors were shut down, rebooted in sequence and the issue resolved. The procedure continued with no further issues. No adverse patient consequence was reported.